Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in an adult female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included depression since 2011 and anemia since 2009. Concomitant products included ferrous sulfate (ferrous sulphate). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), eczema ("rashes or skin conditions type: eczema"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("other injury(ies) or complication (s) please describe: vaginal discharge") and coital bleeding ("other injury(ies) or complication (s) please describe:bleeding with intercourse, clotting"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on 9-mar-2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the eczema, dyspareunia and coital bleeding had resolved. The reporter considered coital bleeding, dyspareunia, eczema, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on 2007 and the results on essure confirmation test are total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant disease and medications, historical condition, new events menorrhagia, vaginal haemorrhage, eczema, dyspareunia, vaginal discharge, coital bleeding added. Outcome for the event pelvic pain added as recovering / resolving and for events eczema, dyspareunia and coital bleeding added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") in an adult female patient who had essure (ess205) (batch no. 623824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included depression since 2011 and anemia since 2009. Concomitant products included ferrous sulfate (ferrous sulphate). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), eczema ("rashes or skin conditions type: eczema"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("other injury(ies) or complication (s) please describe: vaginal discharge") and coital bleeding ("other injury(ies) or complication (s) please describe:bleeding with intercourse, clotting"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the eczema, dyspareunia and coital bleeding had resolved. The reporter considered coital bleeding, dyspareunia, eczema, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on 2007 and the results on essure confirmation test are total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient underwent a surgery to remove essure (ess205) on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.